Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 441mg/dl and insulin pump alarmed for motor error. Customer stated that insulin pump was not working and had motor error. Customer performed displacement test and it passed. Customer stated that drive support cap was normal. Insulin pump will not be return for analysis.